Event description:
It was reported that the procedure was to treat a calcified lesion in the posterior descending artery. When the voyager balloon was inflated to 8 atm, saline and contrast was observed leaking out a small hole in the balloon. This occurred again with a 2nd voyager. There were no patient effects. A new voyager balloon was used to complete the procedure with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A follow-up report will be submitted with all relevant information. The rx voyager ((B)(4)) is being reported under a separate medwatch report number. Evaluation summary: the 2.5x12mm voyager was returned with blood in the guide wire lumen and on the shaft, which is consistent with the reported use of the device. There was contrast visible the inflation lumen and in the loosely folded balloon, indicating that the catheter was prepared for use and pressurized during the procedure. The analysis revealed that there was a longitudinal rupture in the balloon 1mm distal to the proximal balloon marker, confirming the reported rupture. There were also scratches noted on the outer surface of the balloon adjacent to the rupture site, which suggests that the failure may have been attributed to mechanical damage to the balloon. Since there was no report of any leaks noted during device preparation, this may indicate that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Although unrelated to the reported balloon rupture, the analysis found that the hypotube was separated 38 cm proximal to the guide wire exit notch. The proximal separated portion was not returned. There was a kink in the hypotube near the separation and the outer member was twisted 5.7 cm proximal to the guide wire exit notch. Additionally, there were multiple bends/kinks throughout the entire length of the hypotube and support mandrel. The fracture face of the separated hypotube was ovaled, indicating that the hypotube was bent or kinked prior to fracture. The jacket material was also jagged and stretched at the separation, which is usually a result of tensile overload (material stress/fatigue). Kinks or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In this case, additional information received from the account confirmed that the separation occurred in the cath lab after use. Thus, based on the additional information received, the shaft separation and other damage noted appears to be related to further handling after the procedure and does not appear to be related to the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous and moderately calcified, which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency.